Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Upon opening the pod and removing the top housing, the release bar was observed to be disengaged, indicating that the needle mechanism components should have been in the location expected for a deployed pod. The formed needle was observed to be bent, as the needle had misfired and deployed directly into the pod housing, resulting in the reported needle mechanism failure. The needle mechanism was reset and redeployed successfully. The incorrectly installed chassis caused the formed needle and soft cannula to not properly deploy through the bottom housing, resulting in the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when removed. The pod was not worn.